Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that patient "continuously got worse since implant." Review of manufacturer's database revealed the patient died. Wife reported the device had become infected. The cause of death is being requested.